Event description:
It was reported the patient had a loss of therapeutic effect and had no stimulation sensation. It was stated the patient had a loss of bladder control and they felt like they ¿always have to go to the bathroom.¿ it was noted the symptoms started two months prior to report, following strenuous activity and around the same time the patient started decompression therapy. The patient synched with their implantable neurostimulator (ins) and confirmed their stimulation was on at the time of report. It was later reported the patient was still having concerns with their device or therapy by was working with their doctor or manufacturer representative. It was stated the patient had an appointment (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v243043, implanted: (B)(6) 2009, product type lead. (B)(4).